Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. During the procedure the physician not an insulation anomaly. The patient was dependent and had suffered syncope episodes due to the noise. The lead was explanted and replaced successfully. The patient was stable after the procedure.